Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, customer reports, their synchro seal instrument kept turning off the e-100 generator when firing. The customer stated that the issue had happened several times during the case. Prior to calling in the issue, the customer moved the e-100 power cord to another outlet, but the issue persisted. The technical support engineer (tse) found the e-100 related errors in the logs. The tse explained the possible reasons for the e-100 shutting off when firing (too large of bite, arcing, damaged jaws) and that the e-100 turning off is a safety feature. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the synchro seal instrument kept turning off the e-100 generator when firing, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator to resolve the issue. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The e-100 generator was analyzed and found the reported failure was replicated. This unit was installed into the test system, and it failed. The e-100 was shutting off intermittently due to activations cut/seal. The complaint regarding the synchro seal instrument kept turning off the e-100 generator when firing was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the e-100 generator was replaced by the field service engineer (fse) to correct an issue that rendered the da vinci system in a not acceptable state while there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.